Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) results. The user facility declined the ess in-service on july 17, 2017.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, device evaluation results. The olympus asset scope was sent to an independent laboratory for culture testing. The scope¿s instrument channel tested positive for bacillus infantis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. A visual inspection was performed on the scope and found no signs of foreign material inside the biopsy channel, biopsy port, suction channel, suction port, air/water port, elevator forceps raiser, and nozzle when inspected with an olympus borescope. Additionally, no foreign material was found on the bending section cover, bending section cover glue, insertion tube, distal end cover, and objective lens glue. The scope passed leak testing. The scope was only inspected and returned back into use. The cause of the reported positive culture could not be conclusively determined; however, since olympus was unable to verify the facility's reprocessing practice, improper maintenance / reprocessing of the scope could not be ruled out as a contributory factor to the reported event.

Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. In addition, it is unknown if the scope was returned to olympus as no serial number was provided. The cause of the reported event could not be determined at this time. Additionally, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and provide reprocessing training. To date, the ess visit has not been finalized.

Event description:
Olympus was informed that upon a culture test of the scope, mold was found on the scope. The result of the culture test is unknown. The exact location of the mold is also unknown. The scope has been removed from service.